Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced implantable cardioverter defibrillator (ICD) shocks at 03:00 and was brought to the hospital by emergency medical services (ems). A left ventricular assist device (lvad) fault was noted upon admission. Log file analysis noted an "lvad internal fault". This alarm occurred when there was a momentary loss of communication electrically erasable programmable read-only memory (eeprom) cyclic redundancy check (crc) fault. It was recommended to reset the pump by briefly disconnecting the system controller to resolve the alarm.

Event description:
It was reported that the arrhythmia was determined to be ventricular tachycardia and ventricular fibrillation with a heart rate of greater than 231 beats per minute. The patient's arrhythmia existed prior to left ventricular assist device (lvad) implantation but the ICD was implanted secondary to the lvad.

Manufacturer narrative:
Manufacturer's investigation findings: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of ventricular tachycardia/fibrillation could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed a left ventricular assist device (lvad) internal fault associated with a communication issue. Although a specific cause for the lvad internal fault could not be conclusively determined, it was reported that the fault resolved after abbott technical services suggested a brief driveline disconnect/reconnect. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2021 and found that the pump operated at the set speed without issue. An internal lvad fault was activated by (B)(6) 2021 and remained active through the remainder of the log files. The lvad fault was associated with an lvad communication issue. The system appeared to be operating as intended, and there were no other notable pump-related alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2019. The IFU and patient handbook explain all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ explains all system alarms, including the lvad fault, and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ explains all system controller alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.